Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while at a scheduled doctors visit the patient had their doctor look at multiple pod infusion sites in which they experience irritation. The patient doctor recommended flonase and prescribed hydrocortisone lotion.